Manufacturer narrative:
The technician replaced the missing top rail ratchet rivets to repair the stretcher.

Event description:
Information received indicates the left siderail on the stretcher is missing two top rail ratchet rivets which are preventing the siderail from latching.